Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Additional device product code: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two drive shaft - minimum were received broken. Both 520mm drive shafts had broken tips. They had to use 380mm drive shafts instead. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/ investigation. Device history records review was completed for part # 314.743, lot # 7432391. Supplier: (B)(4), release to warehouse date: feb 12, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.